Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely and was unable to obtain scan readings. The customer became hypoglycemic, experiencing a loss of consciousness while she was in the airplane. Paramedics was called and helped the customer to get out of airplane, however no treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely and was unable to obtain scan readings. The customer became hypoglycemic, experiencing a loss of consciousness while she was in the airplane. Paramedics was called and helped the customer to get out of airplane, however no treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 (device manufactured date) has been updated based on an extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the fs libre sensor kit was reviewed and the dhrs showed the sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.